Event description:
It was reported that the patient complained of feeling dizzy and lightheaded. The atrial lead exhibited abnormal/undefined impedances, and failed to pace. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. The distal conductor was fractured and the proximal conductor was distorted. The outer insulation exhibited a cosmetic depression, blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The lead appeared to be stretched.